Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. No damages, tears, or leaks were found that would result in fluid leaking or a failure of the device to deliver insulin. The pod was found to have received a hazard alarm. The exact cause of the a hazard alarm could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported diagnosis at the hospital and subsequent patient symptoms. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was hospitalized due to elevated blood glucose (bg) levels. Patient's bg levels reached 27.3 mmol/l (492 mg/dl) after wearing the pod for approximately 24 to 36 hours on the arm. He applied the pod on the morning of (B)(6) 2018. Later that evening, patient¿s bg levels were running slightly high when he tested them. The patient¿s bg levels remained high through the following day, on (B)(6) 2018. It was also reported that the patient felt nauseous and began vomiting. Reportedly, the pod seemed to be leaking because the adhesive felt wet. The patient was given correction boluses to counteract the rising bg levels. The following morning, the patient¿s bg levels were still high and he was not feeling well. Patient was taken to the hospital where he was treated with intravenous (IV) fluids, insulin, and gravol (for nausea relief). The patient was officially diagnosed with diabetic ketoacidosis (dka). It was also reported that the patient had high traces of ketones in his system. There was nothing unusual with the fill process, and the cannula appeared normal when the device was removed from the site. Despite thinking the pod was leaking fluid during wear, it was reported that the adhesive was secure.